Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist was informed that edta tubes are used and centrifuged before they are placed on the instrument. In regards to the discordant result(s), the customer informs that there was no recentrifugation in between initial and repeat testing. Calibration data was not available for review and quality control (qc) data was reviewed and determined to be in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the instrument, performed precision test and the coefficient of variation (cv) was 30.3. The wash blocks also refered to as rinsing block assemblies, were replaced and precision testing was repeated. The cse determined the cv was lower at 2.6 and within specification. The customer performed qc and all results passed. The instrument is fully operational and operating within specifications. The cause of the falsely elevated ipth result is unknown. No further evaluation of the device is required.

Event description:
A discordant falsely elevated intact parathyroid hormone (ipth) patient result was obtained on an advia centaur cp instrument. The customer performed repeat testing on the same instrument and the result was lower. The customer informs the sample ID "test patient" did not involve an actual patient and that neither result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant patient result.